Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
Evalauation of radiographs showing the positioning of the components whilst in vivo was performed in lieu of returned devices.